Event description:
The initial reporter stated they received discrepant results for two patient samples tested with glucose hk gen. 3 on a cobas 8000 c 701 module. No questionable results were reported outside of the laboratory. Since the initial values reached the lower limit of the test, the samples were repeated. The repeat results were deemed correct. The first sample initially resulted in a glucose value of 45 mg/dl. The sample was repeated on a second analyzer, resulting in a glucose value of 106 mg/dl. The second sample initially resulted in a glucose value of 17.4 mg/dl. The sample was repeated, resulting in a glucose value of 86.4 mg/dl. The sample was also repeated on a second analyzer, resulting in a value of 85.2 mg/dl.

Manufacturer narrative:
The glucose reagent lot number was 752913. The reagent expiration date was requested, but not provided. Calibration and controls were acceptable. There was no indication of a reagent performance issue. The field service engineer determined the sample probe was bent. The gear pump pressure was also not holding steadily. The sample probe and gear pump head were replaced. The rinse volumes and sample probe were adjusted. Precision studies were performed and were successful. The investigation determined the service actions resolved the issue.